Event description:
It was reported that the patients lead had migrated and had little opening in the midline incision and then a couple weeks later the ipg site opened up. It was confirmed that the patient had an infection.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model:sc-1232, serial:(B)(4), batch: (B)(4).